Event description:
Reporter alleged the blood glucose monitoring aviva system generated a result of 601 mg/dl which is outside the reading range of 10-600 mg/dl for the system. Reporter stated when looking into the system memory, she was able to find the result. No actions were taken or treatment was received reportedly. A request was made for the return of the suspect device and replacement product was sent.